Event description:
The customer reported that an 840 ventilator stopped cycling. No patient involvement. The covidien customer support engineer (cse) verified the malfunction in the memory but the cse was not able to duplicate the problem. The cse inspected the device and replaced the analog interface (ai) pcb as precautionary action. The unit passed extended self-testing.